Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the physician removed the device, the capsule fell out of the patient's mouth onto the floor. The patient was not injured following the procedure.